Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported a 63-year-old female patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported there was no flow past repo sheath and that tissue plasminogen activator was used for low purge flows and high purge pressures. A decision was made to explant the impella cp. Embolectomy was done before vessel closure. The patient was reported to be stable.

Manufacturer narrative:
The investigation into the high purge pressure and the limb ischemia ¿ reversible issues has been completed since the original report was submitted. The device was not returned for investigation. Per the data log review and clinical information, the root cause of the high purge pressure issue was most likely biomaterial. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. D6a, d6b.